Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with broken battery tube threads and stripped battery cap(p) coin slot. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked at battery compartment. Customer stated they were unable to remove the battery cap on their insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.